Manufacturer narrative:
(B)(4). Initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4). No additional information was provided by amarillo orthopaedic surgery. . Should additional information be available in the future, the complaint will be re-opened and investigated. All complaints are reviewed during monthly quality/safety meetings. In addition, complaints are trended at monthly quality data analyst meetings and quarterly plant management review meetings.

Event description:
Material no.: unknown. Batch no.: unknown. It was reported that the patient broke out in a rash after use of chloraprep. Per complaint form: hcp called to inquire if the chloraprep was made with any red dye because his patient broke our in a rash. Female patient is allergic to red dye. Customer did not know the product ref or lot number. The issue occurred on (B)(6) 2021.